Event description:
It was reported, the deflectable videoscope had a noise that occurred when angled. The issue occurred during prepration for use for an unspecified procedure. The procedure was completed using a similar device. There were no reports of delay, patient harm, injury, or death. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
The device was returned and the evaluation found noise was so loud that the screen could not be seen when the angle was manipulated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A new pae event (blackout e227) was identified during device evaluation. Correction to g2 (inadvertently selected healthcare professional). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the suggested event "noise so loud that the screen could not be seen when operating the angle" was not reproduced. Images were checked while repeatedly operating the angulation operation in each direction and could not confirm the noise you mentioned. Since error code e227 is reproduced with the video connector board alone, it is likely that the problem is caused by damage to the connector board. As for the cause of the board damage, it is likely that it may have been electrically damaged due to the accumulation of electrical stress due to repeated energization, the application of static electricity, or accidental overcurrent such as leakage. Additionally, when checking the repair history of the device, the video connector board was last replaced on(B)(6), 2021, and approximately 3 years have passed, so it is possible that it has deteriorated over time. Olympus will continue to monitor field performance for this device.